Manufacturer narrative:
One test strip was provided for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr the obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without an error message. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 9:33 am, the result from the meter was greater than 8.0 inr result. The patient thought the result was high as the therapeutic range was 2.0-3.0 inr. She reported the result and her doctor who told her to go to the laboratory. Within an hour of the meter test, the result from an sta compact max analyzer using an unknown reagent was 6.2 inr. The doctor stopped the patient's coumadin dose based on the laboratory result. The patient tests every 3-4 weeks. The patient was eating less prior to (B)(6) 2021 because she was not hungry.